Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that the collar was broken. Vascular access was obtained via right radial artery. The 45% stenosed, concentric, de novo target lesion was located in the moderately calcified right coronary artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the collar was broken when inserted into the target lesion. The device was then simply pulled out from the patient's body and there were no fragments left inside the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable/normal.